Manufacturer narrative:
B3: unknown; no information has been provided to date.h3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a ¿cassette not attached error¿. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: unknown. H3 and h6. Codes: updated. One device was received for evaluation. The complaint was verified by functional testing. The cause was a faulty downstream occlusion (dso) sensor. Replaced the dso sensor assembly to correct the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.